Manufacturer narrative:
Date of event is estimated. The investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs system was explanted on (B)(6) 2019 due to an infection present at the ipg site. This is all the information that is known at this time.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.